Event description:
The dealer alleges the spring on the left brake fell out on a myon wheelchair, brake will not lock into place.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.